Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the line. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
The customer contacted baxter's technical service center to report air in the line without alarms on a homechoice (hc) machine throughout therapy. The home patient (hp) stated for the past three (3) nights she feels like she has been getting air. The hp stated the lines were completely primed when she attached to the machine and clamps on unused lines were closed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. She stated that when she disconnected in the morning after completing therapy she noticed air in the lines along with liquid, and said that she always had a small amount of liquid left over, but had not noticed the air before. She stated that she did not have any alarms at any time. She had contacted her nurse who recommended that she have the hc swapped. She said she has not had any pain or problems since receiving the new hc.